Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under-responsive and that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: visual inspection revealed that the keypad was torn at the up arrow and down arrow keypad buttons. All keypad buttons responded intermittently to button presses. The keypad cover was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.